Event description:
It was reported that after connecting the patient to the machine increased bubbles occurred in the venous network and dialyzer during a patient's continuous renal replacement therapy (crrt). Excessive air in the venous part of the bloodlines. An attempt to deaerate the filter was unsuccessful. The patient¿s treatment was interrupted and replacement product was used. There was no serious injury or required medical intervention reported. Additional information received confirmed that the patient experienced 200 ml of blood loss due the interruption of treatment. There was no patient injury or medical intervention due to the reported event. The patient¿s treatment was restarted and completed. The sample was reported to not be available.

Manufacturer narrative:
Investigation: the complaint sample was not available for analysis. The described situation is adequately addressed in the instructions for use and/or on the label and the product deficiency is not related to falsification. Due to 100% testing, it is unlikely to detect a failure in the retention sample. Device history record reviewed showed that 25452 products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. One complaint regarding the batch was found during complaint history review. The reported event was determined to be caused by use error.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that after connecting the patient to the machine increased bubbles occurred in the venous network and dialyzer during a patient's continuous renal replacement therapy (crrt). Excessive air in the venous part of the bloodlines. An attempt to deaerate the filter was unsuccessful. The patient¿s treatment was interrupted and replacement product was used. There was no serious injury or required medical intervention reported. Additional information received confirmed that the patient experienced 200 ml of blood loss due the interruption of treatment. There was no patient injury or medical intervention due to the reported event. The patient¿s treatment was restarted and completed. The sample was reported to not be available.